Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery to a vessel below the knee. A 2mm x 20mm x 142cm coyote es balloon cather was advanced for dilatation. However, during inflation, the balloon ruptured. It was also noticed that the tip of the wire was deformed when crossing the lesion. The procedure was completed with a different device. No patient complications were reported.